Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews, were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the left posterior tibial artery. A non-abbott filtration device was placed in the vessel and atherectomy performed. The 3.50x35mm esprit btk system was advanced and the scaffold deployed in the target lesion with the scaffold well apposed to the vessel wall. During advancement of the filtration device retrieval catheter, it became caught on the implanted scaffold struts. The scaffold was pushed further down the artery but was in the intended lesion still and did not stretch. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.